Event description:
One day after implant, the device was explanted because of ventricular impedance was greater than 3kohms and no ventricular capture was noted. During a file audit, this device file was identified as not being closed. In addition, the audit revealed that an MDR should have been filed. Therefore, the MDR is being submitted.